Event description:
It was reported that the "catheter broke in patient day after procedure. Ir removed catheter pieces that traveled into patient vein. All remnants were removed. No harm or injury to the patient. Another of the same device was placed without complications."

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a supplemental report will be submitted.